Event description:
The central patient monitor was mis-calculating the patient's heart rate. The actual heart rate was 40 bpm, and the indicated heart rate was 180 bpm. The rn attempted to select another lead, but the malfunctioning central monitor would only display lead ii. The central monitor was re-booted, and modified lead iii was selected to resolve the problem.